Event description:
A surgeon reported observing small metallic foreign bodies in a pt's eye. One day postoperatively, following uncomplicated cataract surgery. The surgeon used a two handed technique. The customer indicated there was no pt harm and no secondary procedure required.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined. (B)(4).